Event description:
It was reported that customer called to the unit to assess a leaking PICC. Pt was a transfer from hospital with a 4fr sl bd power PICC (open ended) in her upper right arm. PICC unclamped and when I attempted to flush ns was observed to be leaking out of the external lumen just below the purple hub. Very hard to visualize but may have a crack or fracture of the lumen at that point. PICC was clamped and removed, unfortunately despite 2 attempts we were unable to place a new PICC for pt and she will now be having a surgical ivad placed to complete her treatment. Pt was transferred back to facility. It was inserted july 16, 2025, to 33cm. Tip was dsvc.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.